Manufacturer narrative:
The customer reported that the audible sounds have stopped coming from the central nurse's station (cns). The customer connected an external speaker to the rear of the cns, but was unable to hear any sounds. Technical service (ts) asked the customer to change the alarm cable, but the customer does not have a spare cable. The customer confirmed that the volume level is set almost to the highest level for both the cns app and windows. The customer will decide whether or not to send in unit for repair. There was no patien injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 08/18/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 08/18/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 08/18/2021 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The customer reported that the audible sounds have stopped coming from the central nurse's station (cns). There was no patient injury reported.

Event description:
The customer reported that audible sounds had stopped at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that audible sounds had stopped at the central nurse's station (cns). The customer connected an external speaker to the rear of the cns but was unable to hear any sounds. Technical support (ts) asked the customer to change the alarm cable, but they did not have a spare cable. The customer confirmed that the volume level was set to almost the highest level for both the cns app and windows. No patient harm was reported. Investigation summary: the cns was not available for evaluation. The nature of the audio issue is unknown. At this point, the problem cannot be isolated to the speaker, the audio cable, or the sound settings. This device was installed on 10/23/2016. There is no history of sound issues with this serial number. There was no indication of a device malfunction and no recurrence history for this device.